Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a4 and b7: patient dob, weight, comorbidities and medications were requested but not made available. H3: device was fully expanded and remains in patient. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. IFU for gore® viabahn® endoprosthesis with heparin bioactive surface deployment of the gore® viabahn® endoprosthesis while keeping the extracorporeal segment of the catheter as straight as possible, slowly pull the deployment knob away from the adapter. Deployment of the endoprosthesis will occur from the tip of the delivery catheter toward the hub. If deployed as instructed, the endoprosthesis should not appreciably shorten. Note: once deployment has started, repositioning of the endoprosthesis should not be attempted. While maintaining the position of the guidewire across the treated lesion, carefully withdraw the delivery catheter through the lumen of the endoprosthesis and remove it via the introducer sheath. Moderate resistance may be felt when the distal tip is withdrawn through the introducer sheath. Note: if, during catheter removal, the tip catches on the leading edge of the endoprosthesis or introducer sheath, a slight ¿back and forth¿ motion of the catheter or repositioning of the sheath may aid in release. Excessive or abrupt force during catheter removal may damage the endoprosthesis, delivery catheter, or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of a 20 mm length stenotic lesion that extended from the left ulnar vein anastomosis of a 5mm vascular graft (unknown manufacturer) shunt. The a-v graft shunt was anastomosed almost orthogonally to the outflow tract at the ulnar vein (short lateral anastomosis). The plan was to implant a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) overlapping the existing shunt by 10 mm, and 10 mm beyond the stenosis lesion. A 6fr mosquito sheath and a 0.018inch-180cm kyosha guide wire were inserted. Pre-dilation was done at nominal pressure for about 30 seconds with a 18 yoroi (f6-40) balloon catheter. Angiography confirmed good vessel dilation at the target site. The viabahn device was inserted with the delivery catheter in a straight position. When deployment was started, the physician pulled the deployment line with a quick speed, a catch was felt when deployment line unraveled, then became stuck. About 3-4 mm of the viabahn device was not expanded. The physician tried to get the deployment line to release by rotating the delivery catheter. This manipulation led to a kinked and a bow stringed catheter. The physician applied external manual pressure at the catheter kink and pulled on the deployment line. The catheter was also moved back and forth. Finally, the viabahn device fully expanded when catheter was pulled. Full device expansion was achieved, but the deployment line remained stuck and did not release from the catheter. The catheter with the attached line was removed from the sheath. During the catheter manipulation, the implanted viabahn device was shortened and the device was at the proximal venous anastomosis and was not overlapped with the graft shunt. A new device was implanted to bridge the shunt and the first viabahn device. Good patency was confirmed by final angiography, and the procedure was completed. The patient did not experience any adverse consequences. On the back table, it was observed the deployment line was tangled on the delivery catheter, and the deployment line had been formed into a cap shape.

Manufacturer narrative:
The following gore® viabahn® endoprosthesis with heparin bioactive surface IFU statement was identified as related to the failure mode(s) in this complaint: deployment of this product untwist the deployment knob. While keeping the extracorporeal segment of the catheter as straight as possible, slowly pull the deployment knob away from the adapter. Deployment of the endoprosthesis will occur from the tip of the delivery catheter toward the hub.

Manufacturer narrative:
H6 - code c20: catheter with deployment line and knob were returned. An engineering evaluation was performed with the following results: engineering evaluation of the device confirms the reported failure mode of a failure of line to release from catheter after a successful deployment. The evaluation could also confirm the reported failure mode of a catheter kink on the distal shaft between endoprosthesis and transition. Evaluation could not confirm the failure mode of a stuck deployment line during deployment, since the endoprosthesis was successfully deployed and not returned. Evaluation could not confirm the failure mode of bowstringing, as this could not be replicated in the laboratory setting. The root cause of the observed failure mode of a kinked and partially broken distal shaft between the endoprosthesis and transition is consistent with the user rotating the delivery catheter and applying external manual pressure as is elucidated in the complaint description. The root cause of the observed failure mode of a balled-up zipper and deployment line that were unable to release from the catheter could not be established with the available information.